Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. One of the event codes logged is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a shorted diode, designator cr30. The diode was shorted from pins 5 to 9 and from pins 8 to 9.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Additionally it was observed that the device would not charge defibrillation energy to any level over 10 joules. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.